Event description:
Device was used during a colon resection procedure. Instrument would not release from the tissue. Surgeon resected the tissue at the application site to remove the device. Another instrument was applied and the procedure was completed without further incident. Hosp has reported that the pt's status is satisfactory.